Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A clinical manager reported that during hemodialysis (hd) treatment that pressure in arterial chamber drops causing venous pressure to rise. Blood starts backing up to venous line into venous port transducer. Blood level remains the same even when the button is pressed down. The transducer gets wet with blood thus requiring replacement several times during treatment. This problem caused increase in frequency of changing the transducer thus affecting the dialysis treatments. In a follow up, the nurse said there was no harm or blood loss for the patient. The treatment was completed, but delayed a bit at times. There is no sample to return.